Event description:
The customer reported via phone call that their insulin pump will be returned to be converted into a loaner insulin pump. Customer's blood glucose was unknown at the time of the call.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window. The insulin pump was also received with cracked reservoir tube lip.